Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer with technical assistance. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that a pin from the defibrillation therapy cable assembly or hard paddle assembly had broken off inside the therapy connector assembly. As a result, defibrillation therapy would not likely be available because another defibrillation therapy cable or hard paddle assembly would not plug in to the device. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer, a biomedical engineer evaluated the their device and verified the reported issue. The biomed later confirmed that the therapy connector assembly in the device was replaced to resolve the reported issue. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to use. The defibrillation therapy cable assembly with the broken pin was located and disposed of at the customer site. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that a pin from the defibrillation therapy cable assembly or hard paddle assembly had broken off inside the therapy connector assembly. As a result, defibrillation therapy would not likely be available because another defibrillation therapy cable or hard paddle assembly would not plug in to the device. There was no patient use associated with the reported event.